Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this product was part of a system revision due to infection. It was noted that all three incision sites were infected. There were no add'l adverse effects reported. The product was explanted.